Manufacturer narrative:
The insulin pump alarmed rf pic failed self-test during self-test due to faulty rf board. No noise anomaly was noted during testing. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and broken belt clip slot.

Event description:
The customer reported via phone call of a rf pic failed self-test alarm from the insulin pump. The customer's blood glucose reading was 115 mg/dl. The customer stated that he was sitting down and the pump alarmed rf pic failed self-test from the pump. The customer stated that the alarm did not occur during the rewind sequence. The customer was advised to perform the rewind process again. The customer was advised to perform an easy bolus into the air. The bolus amount was recorded in the bolus history. The customer stated that the temporary basal was not programmed before the alarm occurred. The customer will be sent a replacement pump.